Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 6 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading 44 mg/dl. There was no bg meter comparison was done at this time. The patient experienced nausea, vomiting, a headache, lethargy, shakiness, and was diaphoretic. Of note, the patient stated she is not yet familiar with what to do when her glucose is lower than 100 mg/dl therefore she called 911. The patient was brought to the emergency room (ER) and at the ER, her bg fingerstick was tested and was showing 76 mg/dl (no cgm comparison information was not provided). No treatment was provided for her bg meter reading of 76 mg/dl. Th patient did have a computed tomography (CT) scan and a urine sample taken. She was also given demerol for her headache, zofran for her nausea, and unspecified antibiotics for urinary tract infection. She was discharged from the ER later that same day. At the time of the report, the patient was still feeling weak. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).